Event description:
Customer reported that on the night before the insulin pump alarmed no delivery when trying to deliver an insulin bolus. Customer was instructed to change the infusion set and noticed that the cannula was bent; customer had to treat with insulin manual injection. Customer stated that he is receiving a no delivery alarm again. Blood glucose is 291 mg/dl. Customer felt well. During troubleshoot for high blood glucose; customer disconnected from the insulin pump. Customer stated the drive support cap appears normal. No air found in tubing. Manual prime performed and insulin did exit the tubing. No insulin leak found. Time, date basal and bolus are correct. Device passed the high pressure test. The infusion set was removed and the cannula is no bent but it is occluded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.